Manufacturer narrative:
(B)(4). This complaint was determined to be a duplicate of (B)(4). Refer to manufacturer report number 1423500-2012-11583 for the investigation.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in progress. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A high drain error 104 (night drain #4) alarm was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2012 20:54:44. No additional information is available.